Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and the char was excessive and the physician considered the amount of char observed caused a potential increased risk to this patient. The device evaluation was completed on 07-feb-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation, temperature, and impedance test of the returned device were performed. Visual inspection revealed char residues in the dome. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. Afterward, a temperature and impedance test was performed in qmode and qmode+ and the results were found within specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported by the customer was confirmed. The potential cause of the char could be related to the usage of the device during the procedure; however, this can not be conclusively determined. The instructions for use (IFU) contain the following information: purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body as part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-jan-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and the char was excessive and the physician considered the amount of char observed caused a potential increased risk to this patient. After the procedure, the physician noticed some charring above the electrode. The char was between tip electrode and electrode 2 at the plastic ring separating the electrodes. The system did not present any error messages nor did the physician / user see any product problem. No issues related to temperature and flow on the catheter. The patient had no complications. No patient consequence. The patient did not exhibit any neurological symptom since the procedure was completed. The physician considered that the char was excessive. The physician considered the amount of char observed caused a potential risk to this patient. The physician estimates the risk to be increased. The correct catheter settings were selected on the generator. Generator parameters were qmode+, 90w, temperature target: 55°c and temperature cut off: 65°c. The duration of ablation used was not greater than 60 seconds (qmode+ - 4s). The pre-abation high setting was 2s. The average contact force was not greater than 25 grams. The physician aims for 5-15 grams. The pump was switching from ¿low¿ to ¿high¿ flow during the ablation. The irrigation rate was not used outside of those prescribed. The patient was anticoagulated with heparinized normal saline and the act >300 maintained throughout the case.